Event description:
A user facility reported a pt developed dysphagia following the use of an lma. An examination revealed mild pharyngeal injection and arytenoid edema. The pt was admitted and IV steroids, antibiotics, and symptomatic treatments were administered. All the pt's symptoms have resolved.